Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 499 mg/dl. The customer stated they had high blood glucose because they were unable to complete the priming process. Customer treated their blood glucose with a the insulin pump. It was also found the customer had excessive thirst, a headache and frequently urinating due to their high blood glucose. Customer declined to troubleshoot any further. Customer was educated on the priming process. The customer's current blood glucose was 170 mg/dl. The insulin pump will not be returned for analysis.